Event description:
Using a bard access systems 5 fr safety PICC excaliber introducer, after accessing vein and removing stylet, the blunting tip came out properly but the sharp stylet portion had become detached from the plastic housing of device and was still in the pt. Able to grasp and remove without pt harm.